Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set with duo-vent spike disconnected just above the "y port" (clearlink) closest to the patient. The event occurred during priming with propofol. There was no patient involvement. No additional information is available.